Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that 8mm cadiere forceps instrument had an unknown failure. There were no reports of patient involvement or patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer was unsure if there was a broken cable on the instrument. It was stated that no material was missing or detached from the portion of device that enters the patient's body. There were no unclamping failures with the instrument while it was gripping the tissue. The instrument did not move with unintuitive or uncontrolled motion.